Event description:
On 11-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 375¿400 mg/dl following an occlusion alert associated with an infusion set that did not resolve until a supply change. The user was transported to the hospital by a caregiver where the user was treated with IV insulin and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring emergency department treatment after an occlusion event that persisted until the infusion set was replaced while using the ilet with a contact detach infusion set. This situation can result in interrupted insulin delivery and is consistent with the observed elevated blood glucose requiring hospital evaluation and IV insulin treatment. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.